Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was not in clinical use and the reported problem cannot be confirmed. Per the information collected, that intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode and distributor team confirmed the issue is resolved with the customer. The connection was re-established and the connection failure in the wireless footswitch has been resolved with a software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that intermittently the wireless foot switch was not screening. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.